Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that the display screen was blank. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-oct-2018 with the following findings: during investigation, the pump was unable to power up due to moisture ingress. The alleged blank display was unable to be adequately investigated due to the moisture issue. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.